Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction. The device was not in use monitoring a patient at the time of the event.

Event description:
The customer reported a speaker malfunction. The device was not in use monitoring a patient at the time of the event. No patient involvement.